Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk transseptal needle (model# unknown, lot# unknown) , st. Jude medical sl 1 8.5 fr sheath (model# unknown, lot# unknown) , generator (model# unknown, lot# unknown) . (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure for with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Approximately on post-procedure day 5-6, the patient developed low blood pressure and became diaphragmatic. Cardiac tamponade was confirmed by transthoracic echo. Pericardiocentesis was performed and 330 cc of fluid were remove from the pericardial space. Pericardial drain was left in situ. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s causality opinion is unknown. There were no factors cited that might have contributed to the adverse event. The patient was reported to be taking acetylsalicylic acid (asa) and xarelto. There were no issues or error messages reported in any bwi product during the procedure. Patient¿s relevant history included sleep apnea and left bundle branch block (lbbb). Transseptal puncture was performed during the procedure with a st. Jude medical brk transseptal needle and a st. Jude medical sl 1 8.5 fr sheath. The generator was set in power control mode. The catheter irrigation was set at 15 cc/min. The patient received anticoagulant during the procedure with an activated clotting time (act) of 300-350 seconds.